Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: a visual inspection of the cutter driver, flush tool, torque shaft, and distal assembly was performed. Red dried material was observed on and within the distal assembly chamber. Approximately 18mm from the cutter window a deformation (bulge) was observed where the distal assembly appeared. A 0.014" guidewire from the lab was inserted the guidewire tubing and the diameter of the deformation was measured using a digital snap gauge. The diameter measured 0.0910".

Event description:
While treating a heavily calcified left sfa with hawkone device, a small perforation was noted in the distal sfa near the most heavily calcified area of a chronic total occlusion (cto) (after several passes were made in that area with the device). The physician then stopped cutting in that area and continued cutting with that device in other areas of the cto. After the physician was done cutting he then used a 5x200 evercross to tapenade the perforation and to predilate the cto lesion prior to using 4 drug coated balloons (one 5mm for distal part and three for more proximal part of sfa). Upon final angio the perforation was resolved with no further intervention.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.(B)(4).